Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that about 2 days ago they saw a message on their controller that said to replace the controller batteries soon. Patient said they had already tried resetting the controller several times, but the issue was not resolved. Agent had patient reset controller and inspect recharger for damage; patient did not see any visible damage. Patient then started a charging session of their implanted neurostimulator and reported that it was taking longer to charge the implant than normal. Patient mentioned that at one time there was a whole bunch of error numbers that came up when they unplugged the controller from the power supply, but they did not remember what the numbers were. Patient confirmed they were typically able to charge with excellent quality most of the time, but sometimes the screen would go blank and they would have to reset the controller to get the screen to come back on. Agent asked, patient said the paddle would get warm, but not hot. Patient was able to start charging with excellent recharge quality during the call; controller was at 100% and implant was at 60%. It took a long time to advance past looking for a device on the call. The issue was not resolved. A repair request was sent to replace the controller.